Event description:
Customer reported experiencing a cartridge alarm 30, which did not cause their blood glucose level to exceed 500 mg/dl. There was no adverse impact to the customer's blood glucose level. Technical support confirmed consecutive cartridge alarms and decided to replace the pump. In the meantime, the customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Customer's pump was not covered under warranty, and they expressed interest in obtaining an out-of-warranty loaner pump.